Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other interstim. Patient reported that the device never ever worked for them. The patient stated that from the very beginning it never worked, and they don't use it. The patient stated that they gave up and they should have it removed. The patient stated that they had a blood clot in 2009 as they were going on a plane and figured that caused the blood clot. The patient stated that they needed an MRI on the knee as they have two blood clots and the doctor thinks that there is a torn meniscus. There were no further complications that have been reported as a result of this event.